Manufacturer narrative:
The device was returned and the evaluation states that it has a damaged junction box housing.

Event description:
Provider alleges the bed motor bracket is broken.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the bed motor bracket is broken.